Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, the reported patient complications is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use (dfu). Therefore, a root cause of anticipated patient complications has been assigned to this event.

Event description:
It was reported in the literature article that the purpose of this study is to assess the technical feasibility and clinical efficacy of percutaneous transluminal angioplasty and stenting (ptas) for symptomatic stenosis of the intracranial extradural (petrous and cavernous) internal carotid artery (ica). Review of medical records identified 26 consecutive patients who underwent the ptas procedure for treatment of symptomatic stenosis involving the cavernous or petrous portion of the ica between 2010 and 2013 (wingspan stent was approved for distribution in april 2010). For patient # 3: following angioplasty with a balloon, a stent was placed to treat the left 95% petrous ica stenosis. During the procedure hyper perfusion syndrome occurred. The procedure was completed and complete revascularization of the ica was achieved with 10% residual stenosis. The patient recovered without neurological symptoms.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown.  The cases in the literature article performed were between 2010 and 2013. The subject device remains implanted.

Event description:
It was reported in the literature article that the purpose of this study is to assess the technical feasibility and clinical efficacy of percutaneous transluminal angioplasty and stenting (ptas) for symptomatic stenosis of the intracranial extradural (petrous and cavernous) internal carotid artery (ica). Review of medical records identified 26 consecutive patients who underwent the ptas procedure for treatment of symptomatic stenosis involving the cavernous or petrous portion of the ica between 2010 and 2013 (wingspan stent was approved for distribution in april 2010). For patient # 3 (table 1): following angioplasty with a balloon, a stent was placed to treat the left 95% petrous ica stenosis. During the procedure hyper perfusion syndrome occurred. The procedure was completed and complete revascularization of the ica was achieved with 10% residual stenosis. The patient recovered without neurological symptoms.